Event description:
It was reported that the customer received no delivery alarm when attempting to deliver a bolus. The customer's blood glucose was 267 mg/dl. The customer stated that she had received multiple no delivery alarms. Troubleshooting was done. Advised to remove the infusion set and examine the cannula. The customer stated that the cannula was bent. Explained that there may have been an insertion site related issue due to a bent cannula or occlusion. Advised to change the entire infusion set. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.